Event description:
Complainant alleged that during biomed testing, the device charged to 40 joules and then displayed a "status 90" message. Complainant indicated that there was no patient involvement in the reported malfunction. Complainant declined to return the device to zoll medical technical for evaluation.